Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a rep indicated the bent lead was possibly caused during the procedure but it is undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the lead tip was found to be bent when inserting the device. It was also noted that there were no particular environmental/external/patient factors that may have led or contributed to the issue; the cause was not specified. A attempt was made to insert the lead without the stylet, but was unsuccessful so a new lead was used and the event was resolved. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.